Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 348 mg/dl. The customer stated that there was blood backed up into his line and is wondering if that was the reason why his glucose levels are high. The customer stated that he woke up this morning with blood on the short tubing by the qr on his sure-t set. The customer stated that his blood glucose is 348 mg/dl. After a workout, his blood glucose is usually in the 100's mg/dl. The customer stated that he has not treated for the high blood glucose readings. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.